Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The pump remains in use supporting the patient; however, a portion of the percutaneous lead was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller log file showed pump stoppages and an issue with the percutaneous lead was suspected. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was completed. No further information was provided.

Manufacturer narrative:
The evaluation of the returned portion of the driveline confirmed wire damage that could have contributed to the low speed events (including pump stops) and hazard alarms that were observed in the submitted log file. The pins of the metal connector appeared free from deformation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The outer silicone jacket, clear bionate layer, and the metal braided shield were carefully removed from the driveline in order to evaluate the underlying wires. Visual examination of the distal segment of the driveline revealed kinks in the green, yellow, black, and brown wires. Further investigation revealed a breach to the insulation of the green wire along this kink; the green wire redundantly supports motor phase 1. The observed wire damage appeared to be the result of repetitive flexing. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire''s insulation. This test did not reveal any additional areas of current leakage. The reported pump stops could have resulted from a short to ground if the exposed conductors of the green wire contacted the braided shield while the patient was supported by the power module. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.